Event description:
It was reported, "unit is not braking and the handle is loose."

Manufacturer narrative:
According to the customer contact, "while she was waiting on her bus transportation one day, they left her in the middle of the road, and she fell and broke her spine." The customer stated, "there were no issues with the rollator at the time, and her fall was in no reason to the rollator." The customer reported "handles on her rollator are now broke, she stated they do not stay up" and "there are no knobs on the rollator, and the brakes are not working." Per the customer, "she lives alone in a senior living home" and "needs this unit to get around and for her doctor's visit." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care related to the reported product problem. It has been determined that the event did not involve a death or serious injury related to the product problem; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.